Event description:
During the procedure the patient began to complain of severe pain and the doctor obtained more angiograms and determined there was a rupture of the iliac vein. Stents were deployed and hemostasis was maintained. At this point in time a sheath was occluding her vessel to the left leg. Because heparin was used a vascade closure device was attempted to get the sheath removed and reestablish flow to the distal leg. The collagen was not at the arteriotomy site. Doctor notified, doppler pulses were not present. The doctor passed a wire past the collagen and an angioplasty balloon was passed by the collagen in an attempt to get the collagen back into the sheath. After several attempts a covered stent was used to trap the collagen against the artery wall to re-establish flow to the distal foot; pulses were present again.